Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to use issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a71-year-old male undergoing emergent cardiopulmonary bypass surgery was implanted with an impella 5.5 device for mechanical circulatory support. The surgeon attempted to implant impella 5.5 without the guidewire. It was difficult delivery through the anastomosis site causing excess bleeding from suture line which required repair.